Manufacturer narrative:
The pt was discharged home and continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was re-admitted to the hosp due to dark urine, occasional dizziness, non-sustained ventricular tachycardia (nsvt) runs in past month and elevated lactate dehydrogenase (ldh) levels. The pt's plasma free hemoglobin (pfhgb) had reportedly decreased from 10.4 to 7.4 in two months and there was no obvious bleeding observed. An echo performed by the hosp showed that the aortic valve was opening with every beat. A review of the log file submitted to the MFR of analysis contained power evaluations above 10 watts and the recorded set speed was fluctuating between 10-110 rpms. A heparin drip was started on the pt with an international normalized ratio (inr) goal of 2.5.